Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to be damaged, scratched and the inner coil unravelling. The root cause of this defect could not be determined. A search of the complaint database was performed and fourteen similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that during use the blue coating of the guidewire partially came off. This caused the drain to fail to track along the wire. A new wire was used to complete the procedure. No patient injury.